Event description:
The patient reported that in 2009, her blood glucose was elevated to over 20 mmol/l (360 mg/dl) and later increased to 32 mmol/l (576 mg/dl). She injected insulin via pen to lower her blood glucose. The next day, her blood glucose measured 23 mmol/l (414 mg/dl) and her readings only lowered slightly after injecting insulin via pen. She changed the insulin cartridge and battery and she bolused and only 2 drops of insulin dripped from the infusion set. The following day, the patient was admitted to the hospital at 1:30pm and her blood glucose measured 18.5 mmol/l (333 mg/dl). She was released from the hospital at 9:30pm. Her normal blood glucose level is 10 mmol/l (180 mg/dl). No further information is available. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.